Event description:
It was reported that an ilet device developed a cracked and unresponsive touchscreen that became stuck on a graph display, and the user was unable to unlock or operate the device; blood glucose management was not affected, and a replacement was arranged with return of the original device. Symptoms included no injury. Outcomes included interruption of device use and need for device replacement. Investigation included complaint review and user interview. Investigation of this case revealed a damaged display with loss of touch functionality. It was concluded that the device experienced a screen failure due to physical damage, and the user was advised on shutdown, data syncing to the mobile app, and startup of the replacement device.